Event description:
It was reported that a user experienced difficulty pairing a new freestyle libre 3+ sensor with the ilet bionic pancreas pump when the app indicated the pump was configured for a different cgm type. Symptoms included no cgm data available to the pump due to a pairing mismatch with no adverse clinical symptoms reported. Outcomes included successful restoration of cgm functionality after troubleshooting and no health impact. User support included troubleshooting and education conducted by support. Investigation of this case revealed that the pump had been set to an incorrect cgm type, which prevented pairing, and that correcting the sensor type resolved the issue. It was concluded, based on previously established findings for similar reports, that the cause was user setup error.